Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false downstream occlusion alarms through the history log, but could not reproduce it during evaluation. Evaluation found the downstream sensor readings to within specification. Evaluation found the downstream pressure plate gap was out of specification. The downstream tubing guide assembly was reworked and calibrated to ensure optimal occlusion detection.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion alarms. It was also reported that there was no pt involvement.